Event description:
The patient reports she had irritation and redness in her eyes. Eyes were sensitive to light. She was diagnosed with eye infection and was given drops. Follow up attempts have been made to contact the patient for ecp and treatment, with no reply to date.

Manufacturer narrative:
This is being filed as unconfirmed infection. Lot 456050000805 exp. 04/2015 was also reported but not affected. Method code: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results code: there is no direct causal relationship established between the medical device and the incident. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.